Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2: reference MFR. Report: 1627487-2017-01829. It was reported the patient's lead exhibited low impedance readings. As such, the patient did not feel any stimulation. X-ray imaging revealed the lead had migrated. Surgical intervention may be taken to address the issue.